Manufacturer narrative:
The investigation is ongoing.

Event description:
The patient had multiple sites treated; upper lip, chin, axilla and the front and back of the lower legs. The lower legs were treated last. The technician applied aloe to the patients lower legs afterwards due to discomfort. The patient states that later in the evening, or it could have been first thing in the morning, raised red welts in a polka dot formation appeared. The doctor put the patient on benadryl and 1% hydrocortisone cream. The patient is improving and permanent damage or scarring is not likely.

Manufacturer narrative:
Initial report#: was submitted in error. Solta medical is not the legal manufacturer of the c+b pelo system. Solta medical has notified the legal manufacturer, gme, of this event. No further action will be taken.